Event description:
Both haptics of the lens broke during insertion into the eye using the ez-28 sofport delivery device. The lens was removed and replaced.

Manufacturer narrative:
This form was completed by the manufacturer.